Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead micro-dislodged. High pacing threshold measurements were noted, so the rv output was set to maximum. The patient will be reevaluated in two months. No adverse patient effects were reported.

Manufacturer narrative:
To date, this rv lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.